Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report was confirmed, the switch function #1 was not working properly. Additionally, two leaks were noted - one on the distal end and the other near the k-pipe. There was corrosion noted as a result of the fluid invasion. Furthermore, the ultrasound image contained multiple broken elements. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope due to one or more of the buttons being inoperative. Upon further review after receiving the device, it was noted that the adhesive was peeling due to shock, likely caused by physical impact during user handling. This report is being submitted to capture the peeling adhesive. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ based on the condition of the device, and the results of the investigation, it is believed that the reported event was cause by a combination of age deterioration and physical stress. It¿s surmised that prolonged repeated external forces applied to the component in question caused the adhesive to break down and ultimately fail. Olympus will continue to monitor the field performance of this device.